Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18 and was in middle age. The patient's weight was approximately 230-250 lbs. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Towards the end of the sphincterotomy procedure, the wire anchor had dislodged from the catheter. No part of the cutting wire detached and fell into the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device provided by the complainant shows the device outside the patient with the wire anchor dislodged from the catheter.